Event description:
The reporter stated that the female luer lock was cracked. There was no pt injury or treatment associated with this event. This event was reported to medex med in england.

Manufacturer narrative:
Three samples were returned for evaluation. Examination of the returned samples found that the female luers were split opposite the gate. The luers were found to conform to ansi. The cracking is possibly due to either overtightening or exposure to a chemical. Lot history is not available as the lot number was unknown to a customer. Medex was able to confirm this issue and determine possible causes. No additional action is necessary at this time. Medex considers this MDR closed with this report.